Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.

Manufacturer narrative:
Age of device: 59 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted to the hospital on (B)(6) 2018 due to acute blood loss anemia (hemoglobin dropped from 9.0 g/dl to 7.3 g/dl) with shortness of breath (sob) on exertion. The patient was transfused with a total of 3 units of packed red blood cells and started on 2 liter of nc intravenous. A esophagogastroduodenoscopy performed on (B)(6) 2018 was unrevealing and a capsule study performed on (B)(6) 2018 showed a single non-bleeding small bowel arteriovenous malformation (avm). As of (B)(6) 2018, the patient was put back on aspirin 81 mg and warfarin, and was diuresed aggressively. No further information was provided.